Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted or related to this event: (B) (4). Per the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta in patients who have appropriate anatomy, including: greater than or equal to 2 cm non-aneurysmal aorta proximal and distal to the aneurysm.

Event description:
One (B) (6) 2005, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aneurysm. In (B) (6) 2010 (exact date unknown), the patient had a routine follow up computed tomography angiography that revealed a thoraco abdominal aneurysm that measured 4.2 cm. On (B) (6) 2010, the patient was implanted with two gore tag thoracic endoprostheses that extended distally on to the originally implanted devices to treat a thoraco abdominal aneurysm. The physician intentionally covered the celiac during the reintervention and the patient tolerated the procedure.